Event description:
It was reported that during a laparoscopic nissen fundoplication procedure, the surgeon was using three devices during the procedure. When he removed a 10mm babcock, he noticed that they were losing insufflation at the duckbill. He then inserted his finger to stop the leaking when the device was not inserted to complete the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: were any noises heard such as "whistling" or "hissing"? If so, did the "noise" prevent insufflation? Yes. Please describe the noise. Hissing noise with loss of pnuemo. Was there a drop in pressure? No significant drop in pressure. Just loss of pnuemo. If yes, did this affect the visibility of the surgeon? What was the gas consumption rate or volume (liter/minute)? Asku. Were you able to identify where the leak was coming from? Yes. Was a device inserted in the trocar during the leaking? Yes if so, what device? 10mm babcock. Was any torque being applied to the trocar or device? No.

Manufacturer narrative:
(B)(4). The analysis results for device (a) confirmed that it was returned non-functional. The universal seal was received inserted through the obturator; therefore, the universal seal was deformed. No functional test was performed. No conclusion could be reached as to what may have caused the reported incident. The analysis results found that device (b) was returned in good visual condition. Upon evaluation of the device, the duckbill was found to be open at slit. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. Duckbill. The batch record was reviewed and no anomalies were noted during the manufacturing process.